Event description:
It was reported that the patient was hospitalized due to experiencing hallucinations, confusion and psychosis a few days post implant of the leads for the deep brain stimulation (dbs) system. The physician believes that the insertion of dbs lead could have been contributory to the episode, but not necessarily causal for the episode mentioned. It was also stated that nothing of note occurred during the procedure which may have caused the episode, and the cause remains unknown, and that an MRI was performed during the hospital stay. The patient has been discharged from the hospital; therapy has been turned on and is stable.

Manufacturer narrative:
Block d2b pro code (product code): nhl. Additional suspect medical device component involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7148466 model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) # (B)(4).